Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer simply cleared the alarm to address the issue. Additionally, a cartridge leaked. The customer changed the cartridge to resolve the issue. Customer's blood glucose ranged between 105-200mg/dl.